Event description:
It was reported by healthcare professional "last wednesday I was placing a PICC line in ctu, and after the PICC line was placed we checked the stylet wire, and it was bent in a 90 degree angle. There was no resistant and the catheter went down smoothly. The wire was not coiled or bent in any way, just the tip was bent when we checked it after placing the PICC line. Barely touched the tip afterwards to check it, and it broke off." Were all the missing/broken pieces retrieved and accounted for? Yes. Was there any patient harm reported? No.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4410 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fractured stylet is confirmed but the exact cause remains unknown. One photo sample of the distal end of a tls stylet was provided for evaluation. The product sticker label indicates lot: refx4410. A complete break is present proximal to the distal tip of the stylet. A slight curve in the stylet is also visible proximal to the break location. The surface characteristics of the damaged region could not be closely inspected from the image provided. The event description indicates the fracturing of the wire occurred during handling after noticing a bend after removal. Based on the information provided, possible contributing factors include advancement against resistance and bending of the wire during handling. Since the component was observed to be fractured in the image provided, the complaint is confirmed but the exact factors remain unknown.

Event description:
It was reported by healthcare professional "last wednesday I was placing a PICC line in ctu, and after the PICC line was placed we checked the stylet wire, and it was bent in a 90 degree angle. There was no resistant and the catheter went down smoothly. The wire was not coiled or bent in any way, just the tip was bent when we checked it after placing the PICC line. Barely touched the tip afterwards to check it, and it broke off." Were all the missing/broken pieces retrieved and accounted for? Yes. 1. Was there any patient harm reported? No.